Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had an issue with a delayed sensor start. Customer stated there were differences between sensor glucose and blood glucose levels. Customer also reported there was a lost sensor and an enlite cannula was bent. Customer will try a different site. No additional information provided.